Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 52 mg/dl at the time of the call. The customer was wearing the insulin pump and driving while the experienced the low blood glucose. The customer tried to treat the blood glucose with candy before passing out. The customer suffered a broken wrist due to the issue. The customer was hospitalized for the low blood glucose. The customer stated the low blood glucose may have occurred because they were exercising and did not have much to eat. The customer did not return the product back for analysis.